Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an incidence of trauma at implant site resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 it is unknown if there are plans to re-implant the patient with a new device as of the date of this report.